Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the reported cannula snapped or to determine its root cause. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed; and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle did not fully deploy as intended during the activation process while wearing the pod between 4 and 24 hours. The patient¿s blood glucose reached 285 mg/dl. When removed from the infusion site (arm), the pod's cannula was found to be snapped. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. Although no problem was found with the device, it could not be determined when the needle mechanism assembly fully deployed, and the cause of the reported needle mechanism failure could not be determined. Inspection of the soft cannula did not find it broken, detached, or otherwise damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.